Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately one month post-implant of a bifurcated device and bilateral limb extensions, the patient presented with an infection of the aorta near the proximal bifurcated device. Reportedly, the devices were explanted and the patient was treated with bilateral axillo-femoral bypass. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The sample was not returned for evaluation. Based on the review of records by a clinical representative, the reported event was confirmed. However, it is likely the patient had an underlying infection at the time of the index procedure, which progressed and infected the endograft. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).